Manufacturer narrative:
The device was returned, and a repair inspection confirmed the customer allegation. The foreign material could be removed after the auxiliary water tube was damaged. It was not possible to identify for how long the foreign matter was present in the auxiliary channel. There is a possibility that the subject device was used on the patient with the foreign matter present in it. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, foreign material was found clogged in the auxiliary tube of the colonovideoscope during reprocessing. The device was used for a gastroscopy procedure and the issue was identified after the procedure, during reprocessing. The user was unable to identify what the the foreign material was. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Cable-like foreign matter was unable to be identified. The specific root cause of the foreign matter being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.